Manufacturer narrative:
Philips has investigated this complaint. Additional information obtained during the course of the investigation confirmed that during the device switch on in the morning, the azurion device would not power on. Scheduled patient procedures were completed on another device. A philips field service engineer (fse) inspected the system onsite and identified a "ups shorted" error message displayed on the uninterruptible power supply (ups). The ups was then removed from the circuit (bypassed) and the system partially booted up. The fse further traced the fault to an open circuit fuse in the power distribution unit (pdu) fan tray. The fse replaced the fuse, and the system booted up. Functional testing was conducted which identified that the lateral flat detector was not receiving the required supply voltage provided by the pdu fan tray. When the ups is not bypassed this supply voltage is fed through the ups controller. The fse then replaced the pdu fan tray which returned the philips device to expected functionality and was returned to clinical use with the ups bypassed. The fse returned at a later date to replace the one phase ups controller and ups battery, then reconnect the ups to the system. Analysis of the ups controller identified that an electronic defect within the ups controller was the cause for the reported failure. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the azurion system would not turn on. No harm to user or patient was reported. A philips field service engineer (fse) inspected the device onsite and was able to replicate the reported issue. Fse replaced the fan tray at the m cabinet, checked all supply voltages and now the system is returned to use in good working order.